Event description:
As reported by the rep: "we have revised a patient today who fractured on the exeter stem due to a trauma. Patient had the operation done in 2015. The surgeon would like to send the fractured stem back to stryker for further investigation."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.